Manufacturer narrative:
Insulin pump was not in manufacture mode. Insulin pump was received with pump error alarm during rewind due to dried insulin found on motor slide. Insulin pump passed the self-test, sleep current measurement, and active current measurements. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to pump error alarms. Insulin pump was received with scratched case and pillowing keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that pump had no motor movement error. The customer's blood glucose level was unknown. It also reported that the customer was not able to rewind the insulin pump. The customer was advised that the pump need to be replaced and discontinue the use of pump and revert to the back up plan. The customer will return insulin pump for analysis.